Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly appeared the be broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture and fluid leak as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months four days post a port placement, the port allegedly appeared the be broken and patient experienced pain at the port site when attempted to flush line. It was further reported that leak was allegedly potentially identified on dye study upon imaging. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months four days post a port placement, the port allegedly appeared the be broken and patient experienced pain at the port site when attempted to flush line. It was further reported that leak was allegedly potentially identified on dye study upon imaging. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard port MRI implantable port attached to a catheter was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. No splits and break were also noted. Upon infusion from port septum, small resistance was felt, and thrombus was observed exiting from the distal end of the catheter. Aspiration was attempted and was successful. No leak was observed. Additionally, pressure testing was performed, and no leaks were observed throughout the port body or attached catheter. Therefore, the investigation is unconfirmed for the reported fracture and leak issue as no evidence of fracture and leak were noted during sample evaluation. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months four days post a port placement, the port allegedly appeared the be broken and patient experienced pain at the port site when attempted to flush line. It was further reported that leak was allegedly potentially identified on dye study upon imaging. Reportedly, the port was removed. There was no reported patient injury.